Manufacturer narrative:
Age or date of birth, sex, weight, and ethnicity: unknown/ not provided. Initial reporter email address: unknown/not provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. Device evaluation: the product testing could not be performed as the patient interfaces were received in the packaging and issue was unable to be associated with the corresponding patient interface. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that patient interface had suction loss during laser firing. There was no patient injury or surgical intervention reported. The procedure was completed successfully.